Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted due to dislodgement. Additional information indicated that during right ventricular (rv) lead revision, it was found out that this lv lead had dislodged. After re-cannulating, another vessel was chosen for which the lead was not a good fit thus the physician chose to implant a different lead. The lv lead is no longer in service. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.